Event description:
A malfunction in the pump was reported, displaying a malfunction code but not causing the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. The technical support team provided information to reset the pump and assisted the customer in carrying out the reset process, ensuring the pump's functionality was restored.